Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via log file analysis. Review of the submitted log files revealed starting on (B)(6) 2025, a driveline power fault alarm activated due to a power a broken fault persisting for more than 2 seconds. The power a broken fault activated due to the current sense on line a being lower than the expected amperage threshold. The alarm did not resolve within the log file. Pump operation was not affected. The heartmate 3 vad modular cable (lot number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. The relevant sections of the device history records for the modular cable were unable to be reviewed as no lot number was provided. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 7-¿alarms and troubleshooting¿ and abbott heartmate 3 left ventricular assist system (lvas) patient handbook section 5-¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including driveline fault alarms. The heartmate 3 patient handbook, section 4 ¿living with the heartmate 3¿, instructs users to regularly inspect their modular cable for signs of damage and to obtain a replacement if needed. Damage to the modular cable may interrupt pump operation. The heartmate 3 IFU, section 8 ¿ ¿equipment storage and care¿, and heartmate 3 patient handbook, section 6 ¿ ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller. The IFU and patient handbook caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files for driveline power fault were sent for review. The log file captured on (B)(6) 2025, driveline power fault an alarms. It was suggested that the patient exchange their modular cable or system controller to resolve the issue. The pump ran as intended. Driveline power fault an alarms resolved with the modular cable and system controller exchange.